Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported event was able to be confirmed. The r608 component is faulty. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, oxygen inlet low, low peak inspiratory pressure, high rate, and low minute ventilation alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.